Event description:
A distributor reported on behalf of a customer that the aes-30, arthroscopic energy 30° probe, 8.5 cm device was used in a wrist arthroscopy procedure on (B)(6) 2026, and ¿the surgeon inserts the device into the joint; however, when performing a lever-type motion, he slightly bends the radiofrequency tip, which becomes lodged inside the patient while attempting coagulation.¿. The procedure was completed with the use of an alternate same device. A good faith effort was made to obtain additional information, but no response has been received to date; however, photographs provided demonstrate the retrieval of the device tip. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.